Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  In response to FDA report number: mw5090274. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency "my implant felt broke a month after surgery. [Physician] found the ruptured implant on the right. Sent me to a surgeon to have them removed. I am still under medical care." This is for the right side. Device was explanted.